Event description:
It was reported that the insulin pump had an error alarm during the manual prime and insulin squirted out. Advised that the customer should revert to back up plan, and a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.